Manufacturer narrative:
An hologic field engineer was dispatched to the site to inspect the system. The engineer could not determine what caused the x-ray shield to shatter. The field engineer replaced the broken x-ray shield and the system is functioning normally. The x-ray shield is made of tempered glass (safety glass). Tempered glass is known to shatter when excessive stress is put on the glass or is otherwise damaged, but that could not be confirmed in this incidence. Tempered glass breaks into smaller irregular shaped pieces instead of sharp shards as with non-tempered glass. The system has been installed since december 21, 2012. Samples of the broken glass were sent to x-ray shield supplier/MFR for eval to determine if the x-ray shield was properly tempered. Hologic is still awaiting those results.

Event description:
The technologist reported that while standing near the gantry of the selenia dimensions system the x-ray shield shattered. She was in the process of assisting a pt from a wheelchair to position her for a mammogram when she heard a popping sound. She said the glass from the x-ray shield was on the floor and the pt's wheelchair in many very small pieces. There was no injury to the pt or technologist.